Manufacturer narrative:
Result: o-ring.

Event description:
It was reported by service report that the stretcher will not pump up all the way at the head end. No patient involvement or adverse consequences are reported.